Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Use in a heavily calcified vessel. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Device #1 proglide, is being filed under a separate manufacturer report number.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found that the plunger, suture, link, needles, and cuffs were not returned with the device; therefore, the scope of this investigation was limited and the reported needle-to-cuff miss could not be confirmed. Inspection revealed that there was no needle strike mark at the posterior foot to indicate that the posterior needle struck the foot instead of engaged with the cuff, resulting in a cuff miss during needle deployment. There were no abnormal observations that could contribute to the reported needle-to-cuff miss. During testing, the proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. The needle trajectory of every device is checked twice during manufacturing. Based on the investigation findings, the returned device functioned normally; however, without the return of related components, the cause related to the device and the reported experience could not be determined. No manufacturing or quality issue was detected. A review of the product lot history record did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily calcified left common femoral artery after an interventional peripheral procedure. Reportedly, after inserting and positioning the device, artery luminal marking could not be confirmed because blood flow was absent from the marker lumen. The device was removed over a guide wire and a second proglide device was attempted, but a needle to cuff miss occurred. There was no suture present when the needle plunger was removed. The device was removed and manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.